Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of incident. The caller reported that the customer had a bent cannula. The caller stated that the customer was given manual injection to treat the blood glucose. The caller stated that the customer was wearing the insulin pump during hospitalization. The caller reported that the customer was hospitalized multiple times. The insulin pump will not be returned for analysis.